Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's concurrent conditions included rash, itching, acute urticaria, headache, migraine, photophobia, nausea, hypertension, cephalgia, blurred vision, visual disturbances, vomiting blood, abdominal pain, blood in stool, rectal bleeding, cramp in lower abdomen, blood in stool and decreased appetite. Concomitant products included atenolol, codeine phosphate; paracetamol (tylenol with codeine no.3), furosemide, hydrochlorothiazide, hydroxocobalamin (depo b12), potassium and sertraline hydrochloride (emergen). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified)- unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Essure model number updated from ess305 to ess205. Product indication, insertion date and lab data were added. Event clubbed: pain/other. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.